Event description:
Information received notes that the patient was seen for an unexpected visit, asking to have his lead site checked. An ECG revealed vvi at 53 ppm, it was programmed to 60 ppm. Interrogation was difficult, but when achieved, dashes (---) were noted for rate and mode. Microprocessor verification observed the device in voo mode and several minutes later, loss of capture and no output were observed. The patient was admitted to the hospital for generator replacement.